Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a occlusion alarm occurred. There was no reported adverse effect to the customer's blood glucose level. The customer changed infusion set prior to calling to resolve issue, therefore no troubleshooting was performed.